Manufacturer narrative:
A ge representative evaluated the system and ordered replacement parts. No further information is available.

Event description:
The customer reported the system would not boot up. No patient injury was reported.